Manufacturer narrative:
The review of provided data did not confirm the reported issue. The last shock was delivered on (B)(6)2025 and the last charge for the battery reforming took place on (B)(6) 2024. The subject device had been implanted on (B)(6) 2022 and was connected to a medtronic ICD lead. The investigation of the provided data from 12 february 2025 at 3h56 was performed: the electrical measurements are normal: -the trends of the electrical measurements are stable: -from the list of recorded events, no shocks and no atp were delivered: -the total number of shocks since the implantation is 4: -the 4 shocks were delivered on (B)(6) 2024, (B)(6) 2023: no shock was delivered since the previous follow-up. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, no shock are registered in the device whereas the patient complaints about shocks. Additional information was provided: the patient came for a follow-up on (B)(6) 2024 during the night, complaining about shocks.